Event description:
Insertion difficulty. It was reported that the introducer clearly deployed the infusion tube, but that on removal of the introducer from the chest, the needle also came away. (B)(4).

Manufacturer narrative:
It was concluded that the user failed to follow instructions properly. This event was not reportable under (B)(6) therapeutic goods administration (tga) and, therefore, was not considered reportable to any other regulatory authority, according to pyng medical's procedure at the time.